Event description:
Info was received regarding a trial conducted outside of the us. It was reported that the restenosis occurred more than a month after the original stent was implanted. Medical intervention was performed in order to prevent permanent impairment.